Event description:
Omega platform ion stent. Stent deformation. Why would the FDA allow this to be put on the market? I am a healthcare worker and have seen several near misses, shame on you. Reason for use: cad.